Event description:
It was reported that pump displayed continuous glucose monitor error during use with sensor. There was no reported adverse impact to the customer¿s blood glucose level. Customer contacted support, performed pump reset with guidance from technical staff, and error did not reappear after reset; no further actions were reported.